Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received for evaluation. A visual inspection did not identify a "bad line". The device was then spiked, primed and functionally tested. No malfunctions were identified during product evaluation. If additional relevant information is obtained, then a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Underwater leak testing was performed, no malfunctions were identified. All clamps were checked for shut off; all clamps performed as designed with complete shutoff noted. No malfunctions were identified. The evaluation was unable to confirm the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set had a ¿bad line¿. It is unknown if there was patient involvement; however there was no report of adverse event in association with this event. No additional information is available.